Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonic screening procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was reported that the snare failed to cut. The procedure was completed with this device. There were no patient complications reported as a result of this event.